Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope experienced water/air failure. The event was found during reprocessing. The unknown diagnostic procedure was completed using another device without any delays. There was no report of patient harm associated with this event. During inspection of returned device, the air water nozzle was blocked with foreign debris. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was found, the air water nozzle was blocked with foreign debris due to improper cleaning practices. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of where the foreign material originated from could be not determined. Olympus will continue to monitor field performance for this device.